Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that a vns patient had their generator replaced for eos. After surgery, a warning was displayed on the site's handheld that reported there could be problems with lead impedance or battery voltage. However, the battery had just been replaced and the lead impedance was stating ok. Other system diagnostic checks were also performed and found to be normal. The error message is due to an interruption in communication during the programming sequence. Breaks in communication between the handheld device and generator can be caused by either patient movement or rf interference. It is possible for communication disruption to prevent the generator from receiving the final command in the programming sequence without displaying an error on the handheld. This is due to a design flaw in the software. The programmed settings will be delivered correctly once the off time of the stimulation cycle expires. The generator is performing according to specifications. The cause of the error message is due to a design flaw in the vns software.